Manufacturer narrative:
D10 concomitants: (B)(6) 188-01-03 - wedge plasma x/o sz 3 (B)(6) 180-01-52 - nv crown cup clstr hole 52mm group 2 (B)(6) 170-36-93 - biolox delta femoral head 36mm od, -3.5mm (B)(6) 180-65-25 - alteon 6.5mm screw, 25mm (B)(6) 101-05-30 - 3.2mm drill bit30mm 1pk. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a left hip arthroplasty on (B)(6) 2018, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.